Manufacturer narrative:
Patient identifier: (B)(6). Additional device product code: lxh. A device history record (DHR) review was conducted: actual device is etched with supplier lot # a7ma12. Part number: 311.023, synthes lot number: 4581034. Supplier lot number: a7ma12. Manufacturing site: (B)(4). Release to warehouse date: week 12, 2003. A review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (over 16 years old). A product investigation was conducted. Service and repair evaluation: the device was initially received at the service and repair department. The customer reported the device handle was not accepting screwdriver blade. The repair technician reported the device failed during verifying the quick coupling locks. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was forwarded to customer quality. The evaluation was confirmed. Visual inspection: the ratcheting screwdriver handle (p/n 311.023 lot a7ma12) was observed to have completely fallen apart. All components were disassembled. A piece of the handle was broken off from the rest of the handle. Rust was identified on the metal subcomponents. No other visual issues were identified with the returned components of the device. Functional inspection: functional testing could not be performed as the device had completely fallen apart. The reported complaint condition could not be replicated as the mating screwdriver blade was not received, and the ratcheting screwdriver handle had completely fallen apart. The device failure/defect of a broken handle and fallen apart device was identified during the investigation and is unrelated to the reported complaint condition. Dimensional inspection: dimensional inspection could not be conducted due to post manufacturing damage. Document/specification review: the relevant drawing, reflecting the oldest and current revision, was review since a DHR could not be performed and the exact date of manufacturing for the device is unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the ratcheting screwdriver handle (p/n 311.023 lot a7ma12) as service & repair reported the device failed during verifying the quick coupling locks. The device had also completely fallen apart and a piece of the handle was broken off from the rest of the handle. Rust was identified on the metal subcomponents. While no definitive root cause could be determined, it is possible that the condition of the device is due to consistent use and reprocessing over the part¿s lifetime (16+ years). It is possible that the age of the device and rust resulted in failure during quick coupling lock verification. The device may have also fallen apart due to the broken handle. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during open reduction internal fixation (orif) mandible fracture procedure, the two (2) ratcheting screwdriver handle from matrix mandible set was not functioning properly. One of the screwdriver handle was not accepting screwdriver blade. The other screwdriver handle was stuck in the knob in neutral position. They were able to get another set in the room. The procedure was successfully completed with no surgical delay. Patient was not affected by defective equipment. During preliminary investigation of the returned devices it was observed that both the devices are broken and the device with lot #: 4581034 was fell apart. Concomitant device reported: unknown screwdriver blade (part # unknown, lot # unknown, quantity 1). This report is for one (1) ratcheting screwdriver handle. This is report 2 of 2 for complaint (B)(4).